Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per facility, alleged frame is bent.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that both seat rails were bent and would not fit into the h-blocks, which confirmed the original complaint issue. The underlying cause was identified as freight/packaging issues.

Event description:
Per facility, alleged frame is bent.